Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-01005. It was reported the patient was not able to turn on the scs stimulation therapy. Troubleshooting found the patient was able to turn the stimulation on but when she pressed the increase (+) button the system amplitude goes up then it would reduce back automatically. Follow up identified surgical intervention was taken and it was found the patient's system had a fractured lead. The physician explanted and replaced the patient's entire scs system. Additional follow up identified the patient's new scs system was turned on and the patient reported receiving effective stimulation therapy.